Manufacturer narrative:
An event of the left bundle branch block, paravalvular leak and femoral stenosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 27 mm navitor valve was selected for implant on(B)(6) 2022. The valve was implanted at 6.5mm depth. Post-implant, a balloon valvuloplasty was done using a 23mm non-abbott balloon due to moderate paravalvular leak (pvl) seen on echocardiogram. Post valvuloplasty, it was noted that the pvl was trivial. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After vascular closure using a preclose proglide device, femoral stenosis was noted on imaging and was treated via percutaneous intervention balloon inflation. On (B)(6) 2022 it was reported that a dual chamber pacemaker was implanted due to advanced atrioventricular left bundle branch block. The patient remain hemodynamically stable throughout the procedure and there was no clinical significant delay in the procedure. Prior to discharge on (B)(6) 2022, it was noted that echocardiogram showed no paravalvular leak. No patient consequences were reported.